Event description:
It was reported that during the procedure, the reusable non-medtronic suction diathermy was not working properly. The diathermy machine used was the ft10 device then they transferred it to a non-medtronic diathermy machine. They tried to disconnect and checked the diathermy extension lead and while doing so, the user received a tiny/small electrical burn in the right-hand ring finger. Referencing report mw5185385. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).